Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the touchscreen on an ilet device intermittently failed to respond, causing delayed interaction when the user attempted to announce a meal; the issue improved while the device was on the charger and after a device restart per troubleshooting guidance, indicating a potential user interface responsiveness issue related to the device¿s display or power state. Symptoms included difficulty operating the touchscreen. Outcomes included no injury, no medical intervention, and no alarms. Investigation included technical troubleshooting with screen cleaning, charging while operating, and a device restart. Investigation of this case revealed that the device functioned as expected after restart and charging, with improved touchscreen responsiveness. It was concluded that the event was consistent with a transient device user interface performance issue that resolved with standard troubleshooting and did not result in adverse health effects.